Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that while being used on a patient, the touchscreen on the device froze and was unable to make any changes. No buttons would respond to press, including silence. There was no report that the device stopped ventilating. There was no patient harm reported.

Event description:
Investigation was completed; however, no product was returned for investigation.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: findings/root cause: the log files were provided by the customer. A log file review was performed, and no performance issues were found. The customer's reported complaint was unable to be confirmed.